Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient has been experiencing an in crease in seizures from 1-2 seizures per month to 15 in one month. A pulmonary function was attempted, but was cancelled due to the patient suffering a seizure. The patient was found to be hypoxic and was given continuous oxygen. It was reported that the patient is diagnostics with copd and is a long time smoker. It was noted that the patient had quit smoking 6 weeks prior due to dyspnea on exertion. It was noted that the increase in seizures occurred when the patient was started on oxygen. The notes indicate that a vns dysfunction is suspected. The physician indicated that no dysfunction of the device is believed to have occurred, but that low generator battery is suspected. It was reported that the patient suffers from severe copd which is not related to vns therapy and may be the reason for the increase in seizures; however, cannot be definitively ruled out as a cause. The patient's pre-vns baseline frequency is unknown. The patient was referred for generator replacement. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2015. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed which concluded proper functionality of the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found.